Event description:
During a knee arthroscopic surgery, the needle tip of the device broke after passing the second stitch. The surgeon was able to retrieve the needle tip from the patient's knee during primary procedure.